Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings: there were no boluses observed in the black box or bolus history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there were missing bolus records. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.